Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that syringe 3ml ll 200 s/c leaked. The following information was provided by the initial reporter: it was reported that 3ml syringes leak when connected to maxzero connectors.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Initial reporter mobile phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll 200 s/c leaked. The following information was provided by the initial reporter: it was reported that 3ml syringes leak when connected to maxzero connectors.